Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l41340), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the sales representative reported a minimal surgical delay of 2 to 3 minutes. The affiliate also reported there was no patient consequence due to the reported instrument failure or surgical delay.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a suptphlee mpernotdaulc tm eudpwoant cwhh iwcihl lt hbies smeendtw>atch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the sales rep that during a meniscal repair procedure, the surgeon chose a truespan meniscal repair system plga 12 to use. The surgeon appropriately used a skid to slide the truespan device into the joint. Upon sliding under the femoral condyle and implanting the first backstop, the white sleeve/sheath split a bit as the space was pretty tight. The surgeon backed the needle out after successful deployment of the first anchor and the split in the sheath caused the sleeve to get hung up in the fat pad and the sheath then bunched up and would not allow the device to advance forward enough to penetrate the meniscus a second time to deploy the second backstop. The surgeon removed the device from the knee, cut off the second implant that was not deployed. Cinched down the suture loops and cut the tail. A 24 degree implant was used and it easily navigated around the femoral condyle and it worked flawlessly. No additional information was provided.